Event description:
Related manufacturer reference number: 2017865-2021-31070. It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was deactivated and replaced to resolve the event. The patient was stable.